Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon review it was noted that the right ventricular lead exhibited loss of capture. The patient was scheduled for a lead revision. During the lead revision, no out of range impedance measurements were gathered. Tested in all configurations; tamponade was suspected. The lead was repositioned successfully. The patient was in stable condition post-procedure.